Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for urge incontinence and urgency frequency patient reported that they experienced stimulation in the middle of her back and below her stomach, in the front. Patient also reported that they thought they got the device wet when they took shower and has been getting cramping. No further complications were noted or anticipated.